Event description:
As reported by the user facility ((B)(4)): stop infusion.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided after the inspection results are available.